Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the clinic noted the right atrial (ra) lead has shown high out of range impedance measurements of greater than 3000 ohms for two months. The device was reprogrammed to pace and sense in the ventricle only. The ra lead remains implanted and no adverse patient effects were reported.